Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information. Correction: adverse type, describe event or problem, type of reportable events, additional information: event attributed to, imdrf annex e, f codes.

Event description:
It was reported that insulin 100units/100ml was set to deliver at 0.1unit/kg/hr. (7.8ml/hr.). However, the "medication consumed" in less than one (1) hour per report. There was patient involvement but unknown outcome. Bd received additional information. It was reported that the event occurred on (B)(6) 2024 between 1101 and 1400. Due to the event, the glucose level reportedly decreased to 11mmol/l, potassium level decreased to 3.2mmol/l. Per report, "patient was vitally stable, conscious and alert." The patient had to receive additional medical intervention: dextrose 5% with 0.9% sodium chloride at 150ml/hr. Infusion, then changed to dextrose 10% at 150ml/hr. As ordered. ECG (electrocardiogram) was performed; no abnormalities found. Blood sample collected for venous blood gas analysis and electrolyte level check. The patient was reportedly transferred to a critical care zone for close observation. Per report, "patient were stable all the time and condition stabilized." Tubing used at the time of the event was bd alaris pump infusion set ref 2203-0006, 2420-0007.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that insulin 100units/100ml was set to deliver at 0.1unit/kg/hr. (7.8ml/hr.). However, the "medication consumed" in less than one (1) hour per report. There was patient involvement but unknown outcome.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the report of the reported pump module over infusion was not able to be confirmed from the log analysis or could not be replicated during device testing. The inspection observed latch pivot screw to be loose and the rubber motor mount was observed to be damaged the suspect pump was found to be infusing within specification with no observances of unregulated flow occurring. The sear was also found to be properly closing the administration set safety clamp when the door was opened as required. The reported event date was november 25, 2024, the event time was reported about 11:01 am to 2:00 pm. At 11:03 am the pump channel was selected, then an infusion was programmed by manual drug calculation with a rate of 7.8ml and vtbi (volume to be infused): 100ml at 11:33 am the infusion was paused with a pvi (primary volume infused): 3.626ml, then, at 12:01 pm was restarted at 12:16 pm the infusion was stopped by occluded patient side alarm with a pvi (primary volume infused): 4.548ml, then, at 1:13 pm the infusion was restarted at 1:22 pm the pump was powered off at 1:58 pm the pump was assigned to channel a, then, was programmed by manual drug calculation with a rate of 7.8ml and vtbi (volume to be infused): 95.445ml at 2:12 pm the infusion the pump was powered off and the infusion was stopped with a pvi of 4.893ml it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Root cause: the root cause of the reported pump module over infusion was not able to be identified from the log analysis or from device laboratory testing. The returned device was found with a loose pivot latch screw which could be a contributing factor to the reported event. Note that this report lists imdrf annex a09, g04090, c07, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that insulin 100units/100ml was set to deliver at 0.1unit/kg/hr. (7.8ml/hr.). However, the "medication consumed" in less than one (1) hour per report. There was patient involvement but unknown outcome. Bd received additional information. It was reported that the event occurred on 25 november 2024 between 1101 and 1400. Due to the event, the glucose level reportedly decreased to 11mmol/l, potassium level decreased to 3.2mmol/l. Per report, "patient was vitally stable, conscious and alert." The patient had to receive additional medical intervention: dextrose 5% with 0.9% sodium chloride at 150ml/hr. Infusion, then changed to dextrose 10% at 150ml/hr. As ordered. ECG (electrocardiogram) was performed; no abnormalities found. Blood sample collected for venous blood gas analysis and electrolyte level check. The patient was reportedly transferred to a critical care zone for close observation. Per report, "patient were stable all the time and condition stabilized." Tubing used at the time of the event was bd alaris pump infusion set ref (B)(4).